Event description:
It was reported that an fsl3+ sensor failed to pair with the ilet after the user initially scanned and paired the sensor in the libre application, resulting in the sensor being in use by another device and unavailable for ilet pairing. Symptoms included no glucose readings delivered to the ilet and no alerts or alarms reported from the system. Outcomes included user inconvenience and the need for troubleshooting without clinical injury or medical intervention. Investigation included customer interview and device-use troubleshooting with education on proper pairing workflow. Investigation of this case revealed that the sensor was already claimed by the libre app, which prevented ilet from establishing a connection, consistent with expected device interoperability behavior. It was concluded, based on previously established findings for similar reports, that the cause was user setup error related to device pairing sequence.